Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments and analyzed. Analysis indicated the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant medical products: model: 8637-40, neuro pump; implant: (B)(6) 2012; model: 8709sc, intrathecal catheter; implant: (B)(6) 2012; model: 8835, pump activator. (B)(4).

Event description:
It was reported that the patients right atrial (ra) lead may have a fracture. The lead was removed and replaced. No patient complications have been reported as a result of this event.